Event description:
It was reported that after a roux-en-y procedure, a post-op obstruction occurred at the jejunostomy site. During the original procedure, the device functioned as intended and a jagged cut line was noted. Two days post-op, a swallow test was performed and the patient began vomiting water and the protein shake administered due to an obstruction at the jejunostomy site. It was noted that there was a possible structure in the jejunojejunostomy that presented with a decompressed jejunum distal to the anastamosis. Surgeon removed some omentum to try and alleviate any kinking of the tissue. A second surgical laparoscopy was performed two days later as vomiting continued. Surgeon decided to create a new enteroenterostomy bypassing the original j to j. Patient is now doing well. One device was discarded.

Manufacturer narrative:
(B)(4).